Event description:
The complainant reports that while the clinician was performing a therapeutic ercp procedure, age and gender of pt unk, the tip of the catheter became detached while in the common bile duct. The tip remained on the guidewire and was pulled into the duodenum where the clinician was able to release it. The procedure was completed successfully with another device. The clinician expected the tip to be excreted by normal peristalsis. There was no reported adverse affect to the pt.